Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2001. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2001- patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of kugel patch (device 1 and 2). Per op notes, ¿a direct hernia inferior to the internal ring was identified in the inguinal region and dissected. A kugel patch (device 1) was placed and sutured. The same procedure was repeated on the opposite side with direct inguinal hernia repaired by placing a kugel patch (device 2).¿. On (B)(6) 2013- patient had open inguinal hernia repair. (Note: there is no operative notes provided for this procedure). On (B)(6) 2018- patient was diagnosed with recurrent left inguinal hernia, thereby underwent robotic assisted laparoscopic repair with implant of synthetic mesh. Per op notes, ¿no hernia was noted on the right inguinal region. On left inguinal region, omentum was identified and reduced. There was a reduction of direct hernia contents superior to the previously placed mesh (kugel patch- device 1). A synthetic mesh was then placed on the defect region and sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2001. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.